Event description:
The hospital reported that the tips of the instrument are weak and broke during use. The instrument was discarded by the hospital and therefore is not available for evaluation. The instrument was in contact with the patient, but there was no injury reported. On 05/02/2008, additional information noted in the communication section of this file indicates that the user facility reported that the tips of the instrument were recovered from the patient.

Manufacturer narrative:
The instrument was not returned for evaluation, therefore, the manufacturer could not perform a complete evaluation and determine the root cause. A review of the device history records indicated that (5) five previous similar complaints were reported. CAPA was initiated after the second reportable incident to minimize any future occurrence. This change was designed to provide additional strength to the device tip. Integra lifesciences corporation is filing on behalf of the initial distributor j. Jamner surgical instruments.